Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per, variance 5. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she inserted a ne battery into the insulin pump and the display was not showing up like it normally does. Customer waited a while and took the battery out and placed a new one and it did turn on but it took longer than normal. Customer also reported that she had to press the act button very hard to make it work. Customer stated that after pressing the up arrow button during a bolus the numbers started scrolling. Blood glucose value is 110 mg/dl. Nothing further reported.